Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported the patient experienced skin reactions due to the pod adhesive and had to remove the pod early. The pod was worn on the patient's abdomen for between 25 and 36 hours. Patient's mother noticed the blood glucose (bg) levels rising and boluses were not lowering the bg levels. Symptoms reported include headache, exhaustion, frequent urination, itchiness, redness, swelling and inflammation. The patient's mother drove the patient to (B)(6) located at (B)(6) where the patient's bg levels were measured, 18 mmol/l (324 mg/dl) and ketones in urine were 0.05 mmol/l (0.9 mg/dl). Dr. (B)(6) removed the pod and applied a new one. After 3 hours, the bg levels normalized and the patient was released. Diagnoses from the hcp letter is as follows: "type 1 diabetes not labeled as derailed, blood sugar back to 160 mg/dl 30 minutes after pod change, puncture site slightly inflamed and swollen."